Event description:
Got breast implants and have been very ill ever since. Severe nausea, vomiting, weight loss, extreme anxiety, stomach pain , food intolerance, personality changes, brain fog, throat phlegm, difficulty swallowing, nasal drip, breast pain and itching. Basically slowly dying, feeling of you¿re going to die or would rather be dead than be sick like this and have all medical community dismiss you because your labs and tests are normal. In the last year I have been to the emergency room 5 times with being so sick, dehydration, nausea, vomiting. I've had 5 add'l utis, egd, hida scan, gastric swallowing test, x-rays, blood work, add'l ultrasound all tests are normal. Dr took my gall bladder out in (B)(6) 2019 in attempt to cure this, didn't work.